Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the drill tip broke off during procedure. The broken piece was retrieved and procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: distal drill tip broke off during procedure. The probable root cause/s could be excessive pressure such as bending or prying, comes contact with a hard object. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the drill tip broke off during procedure. The broken piece was retrieved and procedure was completed successfully.